Event description:
Patient was being intubated with a 2.5 endotracheal tube (ett) fitted with a blue endotracheal stylet. App (advanced practice provider) fellow placed the ett. When I (respiratory therapist) attempted to remove the stylet while app fellow maintained her hold on it, the stylet was unable to be removed. I asked app fellow to loosen her grip believing that she was holding it too tight, and the stylet remained stuck in the ett still. Another rt then also attempted and failed at the same task. The decision was made to pull the tube. The patient was then intubated with a different 2.5 ett that had sterile water drops placed inside off the tube to help lubricate the stylet. The attempt was successful, and stylet removed.